Event description:
On (B)(6) 2025, a caregiver reported that on (B)(6) 2025, the user experienced severe hypoglycemia requiring medical intervention. Paramedics administered a glucose IV; the user was transported to the hospital by ems and received additional IV glucose and oral carbohydrates in the hospital. The user was released the following day.

Manufacturer narrative:
The device history record (DHR) review was completed, and the device passed all manufacturing release criteria for distribution. No issues were identified that would have impacted this event. The product was not returned for evaluation, and device logs were not synced; therefore, an investigation could not be performed. Should additional information become available, a supplemental report will be submitted. The cause of the user's hypoglycemia could not be determined.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. The ilet delivered insulin consistent with cgm glucose values and a user meal announcement entered around 6:00 pm. Insulin continued to be delivered in response to cgm readings as glucose gradually declined throughout the evening. Multiple cgm alarms were triggered appropriately during the event, including urgent low and low glucose alerts. Based on the data, the ilet behaved as intended. The cause of the event appears related to cumulative insulin activity combined with insufficient carbohydrate correction despite multiple alarms.

Event description:
On (B)(6) 2025, a caregiver reported that on (B)(6) 2025, the user experienced severe hypoglycemia requiring medical intervention. Paramedics administered a glucose IV; the user was transported to the hospital by ems and received additional IV glucose and oral carbohydrates in the hospital. The user was released the following day.